Event description:
A trilogy 200 ventilator, aeris 200 ¿ bt device was returned to a third-party service center due to an allegation that "every now and again appear ventilator anomalous". There was no allegation of patient harm. The device was not in patient use. During evaluation of the trilogy 200 ventilator, aeris 200 ¿ bt device at the third-party service center, the customer's complaint was confirmed. An error code related to the internal li-ion state of health <= 50%. Full charge capacity (fcc) is less than 51% of the design capacity was observed. The battery life has declined due to use. The technician recommended replacing the device's internal battery to address the issue. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.